Event description:
Boston scientific received information that the patient with device was admitted approximately two weeks post implant due to a bleeding pocket wound. The physician elected to clean the site and administer a round of antibiotics. No surgical intervention was performed and the device remains implanted and in service. No additional adverse effects reported.

Manufacturer narrative:
Should additional information become available, a follow-up report will be submitted.